Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Subsequently, the pump shut down. Although requested by tandem technical support, the customer declined troubleshooting. Customer's blood glucose level was 310 mg/dl.